Event description:
It was reported that the rv lead was capped due to a patient alert for out of range pace/sense impedance and an apparent lead fracture. No patient complications were reported as a result of this event.